Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? When was the mesh implanted initially? What was a reason for laparoscopic removal of retropubic arms of tvt in 2015? Does the surgeon believe there was a deficiency of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to both events? Product code and lot #? Reported adverse event regarding a removal of retropubic arms of mesh laparoscopically in 2015 was submitted via medwatch 2210968-2019-81152.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. In 2015 the patient underwent a removal of retropubic arms of mesh laparoscopically. The patient experienced stabbing pain in vagina/bladder and pain/supra pubic pain. The patient underwent a removal of sub urethral portion of mesh in (B)(6) 2018. The patient is now left with burning nerve pain in vagina. It was also reported that stress urinary incontinence became worse than before insertion of mesh. Additional information has been requested.